Event description:
I have had 4 surgeries due to ruptured and leaking breast implants made by inamed aesthetics within the last few yrs. I am afraid that I might need to undergo surgery once more due one of my implants leaking once again. My first breast implant surgery was in 1998, due to complications, I had to have a second surgery in 2000. After that I did not have any more problems until my left breast implant ruptured sometime in 2003. That is when I had to have my third surgery. I had to have both breast implants replaced at that time, but just a few months after that, my right breast implant leaked... So I had to go in for the fourth time to have dr refill my right breast implant. Now for the past couple of months I have been noticing the right breast has noticeably deflated, and I can actually feel it leaking. This is my worst nightmare coming true once more. I am afraid to have to go under the knife for the 5th time. I am not sure if this has happened as many times to other women as it has to me. And I am lost as to who to contact for any kind of help or info regarding this problem. This has been very difficult for me in so many ways, financially, emotionally, psychologically. I am a mess and broke.